Manufacturer narrative:
(B)(4). Per label instructions, the balloon should be inflated with water or saline using a luer tip syringe. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Event description:
The complainant reported a balloon burst. The tube was inserted on (B)(6) 2012. On (B)(6) 2012, the physician inflated the balloon with air using a luer lock syringe. The balloon was rechecked on (B)(6) 2013, and it was noticed that the balloon had leaked air, so it was removed.

Manufacturer narrative:
(B)(4).